Manufacturer narrative:
After battery installation, there was a huge white spot along the right edge of the lcd screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, on some components located on the front of the board, and on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump did not turn on. The customer¿s blood glucose level unknown at the time of the incident. Customer started that insulin pump was shut off and keypad was unresponsive. Customer stated that the insulin pump was exposed to moisture. Customer stated that the insulin pump was unable to do self-test because the insulin pump will not turn on. Customer also stated that insulin pump had blank display and just beeping. The insulin pump will not be returned for analysis.